Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was returned for failure analysis and the reported issue, ¿sluggishness and stickiness¿ was confirmed and replicated. Upon visual inspection, the axis 5 bevel gear assembly was found to be broken, indicating that would be related to the reported event. The mtm2 was installed onto a golden system where the component functioned as expected. The mtm2 was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the gimbal axis 5 was applied behavior analysis (aba) tested and verified to be the source of the noise. The axis 5 bevel gear assembly was found to be the root cause of the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtmr) due to sluggishness and stickiness. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtmr. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the user informed the technical support engineer (tse) that they had changed out the patient side cart (psc) entirely after the initial issue of universal surgical manipulator (usm4) sticking, but the problem persisted. It was suspected that the resistance or stickiness of the right master tool manipulator (mtmr) could be isolated to the surgeon side console (ssc). The customer intended to use their secondary ssc to check if the issue continued but had not yet attempted this. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the patient side cart was replaced prior to the start of the procedure. The user switched to another surgeon side console to continue with the procedure without further issues. The procedure was completed robotically.